Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a lost sensor alarm. The customer's blood glucose was 114 mg/dl at the time of incident. The customer was advised to select the find lost sensor. The customer stated that there was blood on the needle after removing the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used partial enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm customer received sensor in said condition due to customer returned opened/used. We were unable to confirm needle anomaly due to customer did not return insertion needle.